Event description:
It was reported that during implant of the pulse generator, high impedance was observed through the device that was not seen on the attached leads. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.